Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a poor arterial line waveform on the sheath pigtail. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated that there were two arterial line setups; one on the fluid lumen and one on the sheath¿s pigtail. The customer was advised that getinge does not give recommendations on how to manage the pigtail and that it is only necessary to transduce the fluid filled lumen. There was no patient harm or adverse event reported.